Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) had therapy exhaustion due to several shocks that was delivered. The patient went to emergency room and field representative confirmed that shocks were given. The device was programmed to monitor only at 145 bpm at vt-1 zone. The rate increased to vt zone and therapy was appropriately inhibited due to supraventricular tachycardia (svt) inhibition until the sustained rate duration (srd) had expired. The therapy began at 3 minutes. The patient was transferred to another facility to have the following physician checked the device and to see if there was need to re-program or adjust the medications of the patient. Additional information received from the field representative indicates that the device was re-programmed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All recorded episodes have been overwritten. This device delivered a total of 13 shocks. At explant, device was at middle of life. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.